Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield head holder was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report # (B)(4) was received on (B)(6) 2020 with the following information: a (B)(6)year old female patient was prepped and draped for a craniotomy procedure. The mayfield skull clamp with pins was applied by the surgeon to the head of the patient. The patient was positioned supine on the stretcher and when positioned prone form the stretcher to the operating room table, the surgeon noticed a scalp laceration to posterior left head at pin site. The surgeon removed the skull clamp and repositioned it. When the surgery was completed, the scalp laceration was sutured to close. Additional information has been requested.